Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was left implanted in the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that the screws backed out of the plate of a sternalock360. It is reported that all screws were tightened finally by hand during the original procedure. Upon request for more information, it was reported that, "at this point, there is no re-operation, no complaints or problems."

Manufacturer narrative:
A powerpoint presentation that contained x-rays was sent along with the notification. The x-rays that were attached to the powerpoint were reviewed by development engineering and clinical research departments. The development engineer suggests that two of the x-rays were taken before the screws lost purchase and two of the x-rays were taken after the screws lost purchase. He also stated that there appears to be a dehiscence between when the before and after x-rays were taken. It was determined that the x plate that was originally listed as the plate involved in this complaint was inaccurate. There was an x plate that is visible in the x-ray; however, the plate remains fixated with no screws missing. There is a plate that was located above the x-plate which is missing screws in two of the holes and there is one screw that has visibly backed out. It was also noted by the engineers that the plate seems to be incorrectly positioned. The director of clinical research noted that it was unclear if this procedure was a midline sternotomy, in which case the types and orientation of the plates would be contradictory to what is intended for this. It cannot be determined from the pictures of the x-rays provided if the surgeon was able to originally achieve bicortical purchase. It can be seen in the x-rays provided one screw has completely backed out of the plate; therefore, the compliant is confirmed. Insufficient additional details were provided in regards to the patient, procedure, reason for the procedure, or the cause of the screws backing out. No product was returned and no functional tests could be performed; therefore, the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects.